Event description:
It was reported the 355ld was used during a laparoscopic cholecystectomy. It was reported the device would not stay armed to use. The device came from kit# fdc10. There was no consequence to the pt.